Event description:
One touch ultra was reading inaccurately high compared to the pt's symptoms. In 2006 the pt got "121 mg/dl" on her meter while she was experiencing nausea, disorientation, and weakness. The pt did not retest but she had some food/drink before receiving any medical attention. It is unk if the pt's symptoms went away after having the food/drink. Within ten minutes after obtaining her meter reading, the pt got a "75 mg/dl" on a hospital's meter and received food/drink as treatment from the health care professionals. It would be helpful to obtain the following: when her symptoms started, her previous meter readings prior to the incident, if the pt made any changes to her diabetes management based on the meter readings, if she was able to resolve her symptoms after eating before receiving medical attention, why the pt was at the hospital, if she retested after receving the food/drink treatments, and the pt's diagnosis. The customer care advocate (cca) verified the following: the meter was set up correctly, the test strips were in good condition, and the correct technique was used to apply the blood. The cca discovered that the puncture site was not properly cleaned prior to testing. The cca walked the pt through two control solution tests, which both failed. Based on statistical methodology, the calculated difference between the pt's meter and the hosp's meter exceeds lifescan's criteria in terms of accuracy between two meters; however, the pt was improperly cleaning the puncture site prior to testing. This complaint is being reported due to the following conclusion: the control solution tests failed, and the pt received medical treatment (food/drink) after having symptoms and testing on the hosp's meter. The meter, test strips and control solution were replaced.